Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple power error which lead to unexpected restart. Customer¿s blood glucose was 226 mg/dl of incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, displacement test and self test. No post-reset ram crc alarms noted during testing. Device functioning properly. (B)(4).